Event description:
It was reported the patient had an explant of the system. The patient never had the therapeutic effect that she thought she would. The patient had less than 50% therapy relief. It was also stated the implantable neurostimulator (ins) "always hurt" and where the lead went, it "always felt like there was a fist there and it always hurt." Both ins pocket and lead entry site had hurt since implant. The patient refused a reprogramming the day of explant. The patient status at time of report was noted as no injury/no adverse event.

Manufacturer narrative:
Analysis found that the neurostimulator was functionally okay with insignificant anomalies. No other information was provided. Analysis of the lead found that the body was cut through and the product was segmented with no significant anomalies.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37743, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient; (B)(4).